Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Customer reported position 3 stuck with serum and performed collet cleaning. Fe replaced tip clamp in position 3 and 6. The instrument was tested without further problem, and was returned to expected operation.